Event description:
The customer observed (B)(6) results for one female patient while using the architect hiv ag/ab combo assay. Customer uses the following acceptance criteria ((B)(6)): a gray zone range of ((B)(6)). Results (B)(6) are considered non-reactive. The customer provided the following results ((B)(6)): original sample was ran on (B)(6) 2012, with reagent lot 11245li00, original result = (B)(6) gray zone. Re-run with two different samples = (B)(6) non reactive, plasma sample = (B)(6), western blot = indetermined, new sample ran (B)(6) 2012, with different reagent lot, (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). This report is being files on an international product, list number 04j27, that has a similar product distributed in the us, list number 2p36.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A specificty testing protocol was executed using lot 11245li00 and met acceptance criteria. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect hiv ag/ab reagent list number 04j27-27, lot number 11245li00, was not identified.